Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000116985."

Event description:
Related manufacturer reference number: 3006705815-2023-04666. It was reported that the patient was experiencing discomfort at the pocket site. Surgical intervention took place on (B)(6) 2023 where the ipg was repositioned, and during the surgery a lead was cut, and was replaced to address the issue. Therapy was restored. Investigation was unable to determine which of the leads attributed to the event.